Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker could not be tightened which led to loss of capture. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of no capture due to rv-setscrew issue was not confirmed. Analysis revealed the rv-setscrew was normal with no anomalies. The setscrew showed no damage. The setscrew could be tightened normally onto test leads. No electrical anomalies were found. The device passed all electrical testing.